Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal lows following postprandial highs while using the ilet, with the highest and lowest glucose values of 234 mg/dl and 39 mg/dl, respectively, and out-of-range duration of approximately two hours; the caregiver noted the user does not meal announce due to memory issues, and the agent explained that the pump could be overcorrecting highs while continuing to learn the user. Symptoms included no reported clinical manifestations during the events. Outcomes included successful correction with oral glucose gummies, no need for outside medical care, and non-medical assistance from a caregiver. Investigation included customer support review and consultation with clinical support to assess whether a factory reset would be necessary. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear, with potential contribution from missed meal announcements and automated correction dynamics while the system adapts to the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.